Event description:
At about 10 years and 7 months from the primary, the patient came in due to pain related to a loose stem and the cause is unknown. There were no signs of trauma. The surgeon swapped the medacta head and stem for a competitor head and stem and swapped the medacta liner for a medacta liner. The surgery was completed successfully.

Manufacturer narrative:
Clinical evaluation performed by medical affairs director: 10 years after primary cementless tha, areas of progressive bone rarefaction are visible on the one x-ray supplied. Origin unknown. The result is a progressively loose stem that requires exchange. No other significant findings were reported from the revision surgery. In the absence of trauma or infection, we must classify this event as a case of idiopathic aseptic loosening, which is one of the long-term adverse event that may occur after total joint arthroplasty. Batch review performed on 18 december 2025. Lot: 140745: (B)(4) items manufactured and released on 22-apr-2015. Expiration date: 29-feb-2020. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause:in the absence of trauma or infection, we must classify this event as a case of idiopathic aseptic loosening, which is one of the long-term adverse event that may occur after total joint arthroplasty. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.